Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an item was incorrectly assigned to a different location. A technical support specialist disabled zone 04 and so the user can issue the correct item from zone 03. The tss confirmed that the item was issued correctly by the customer, and the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, an item was incorrectly assigned to a different location. The customer reported that this malfunction occurred when trying to dispense medication to patients. There were no adverse events or injuries reported based on this incident.